Manufacturer narrative:
Device alarmed motor error during rewind due to corrode the motor home switch. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery alarm, failed battery test alarm or rewind anomaly due to motor error alarm. Device had minor scratched lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer¿s blood glucose level was unknown. Customer also reported that insulin pump had rejected new batteries, scratches on the screen and could see screen. Customer stated that rewind was loud but not sure if it was louder than before some no delivery alerts. The device will not be returned for analysis.